Manufacturer narrative:
Check of DHR of the lot # of instrument involved (2015aa094) provided by the supplier of the instrument ((B)(4)) did not show any anomaly on the (B)(4) pieces released on the market with this lot #. We will receive the broken instrument and analyze it before sending our final report.

Event description:
Intra-op breakage of the threaded tip of the glenosphere impactor (model # 9013.74.141) when impacting the glenosphere. Surgeon was not able to remove the small threaded part from the glenosphere cavity and, as an alternative option, was not able to remove the glenosphere to exchange it, so he closed the patient without the possibility to insert the screw into the glenosphere. By information received some days ago, the patient seems to be ok. Event occurred in (B)(6).

Manufacturer narrative:
Limacorporate has received a total of ten (10) complaints about the intra-operative breakage of the glenosphere impactors/extractors (product code 9013.74.141). Nine (9) of these cases happened in USA, the remaining one (this one) happened in (B)(6). A slight delay in surgery was reported in each of these ten (10) incidents but no patient adverse effects were reported for any of the ten (10) cases. Only in this case, occurred in (B)(6), it was reported that surgeon was not able to remove the broken piece of the instrument from the glenosphere cavity intra-operatively. Investigation on the causes of the breakages showed that the instruments involved in the recall action had been manufactured partially out of specification by the supplier, (B)(4); in detail, the threaded section of the instruments was not manufactured according to iso standards, leading to weakness of the thread. Another cause of the breakages can be an improper use by the surgeons. Incomplete tightening of the impactor/extractor onto the threaded glenosphere cavity prior to impaction combined with onset of unexpected multi-axial forces on the thread when impacting could also have significantly contributed to the breakages. All the ten (10) events involved two specific lot # of instruments: 15aa094 (6 cases) and 14aa431 (4 cases) but, according to our investigation, also other seven (7) lot # were manufactured with non-iso standards, for a total of nine (9) lot #. Only four (4) of the nine (9) affected lot # had been distributed to the (B)(4) market. Capas: following the complaints analysis and post-market surveillance data, limacorporate decided to remove any and all affected parts belonging to the nine (9) lot # affected from the instrument sets that have been distributed for use in the field, and replace them with glenosphere impactors/extractors belonging to different (non-affected) lot #. All remaining affected parts from these lot # existing in instrument sets or in inventory held in internal lima inventory were also identified and removed from internal lima instrument sets and / or inventory. Recall action of the single lot # 15aa094 was started in november 2015 because, at that time, limacorporate was aware of five (5) breakages of glenosphere impactors/extractors, and 4 out of these 5 cases involved the specific lot # 15aa094. After receiving similar complaints and performing a deeper investigation, the recall action was then extended to the other 8 lot # manufactured out of specification in may 2016. These recall actions were communicated to FDA on the 23rd of november 2015 and the 14th of april 2016, respectively. The recall action was concluded worldwide in july 2016. Non conformities (nc) regarding all the lot affected # have been issued to the supplier. After this notification, the supplier started manufacturing the instruments according to iso standards. In addition, a field safety notice to all the users to emphasize the instructions for the correct use of the instrument was issued to help reducing the risk of this breakage. The field safety notice was reported to FDA on 11th of december 2015. Limacorporate did not receive any similar complaints on non-recalled lot # of model # 9013.74.141, and will continue to monitor the market to verify the effectiveness of the corrective actions performed.

Event description:
Intra-op breakage of the threaded tip of the glenosphere impactor (model # 9013.74.141) when impacting the glenosphere. Surgeon was not able to remove the small threaded part from the glenosphere cavity and, a 2nd option, was not able to remove the glenosphere to exchange it, so he closed the patient without the possibility to insert the screw into the glenosphere. Even if the screw could not be inserted and tightened the surgeon noted that, after insertion and impaction, the glenosphere appeared to be well fixed to the metal back. By the updated information received, no post-op adverse effect for patient. Event occurred in (B)(6).